Manufacturer narrative:
Event date: used the first day of the month of the aware date since there was no date provided.

Event description:
It was reported that balloon tear occurred. A 12.0 x 40, 75cm mustang balloon catheter was selected for use. However, the balloon was torn at the base part. There were no patient complications reported.